Manufacturer narrative:
Voluntary medwatch report received: mw5157707.

Event description:
Voluntary medwatch received states that patient presented for device change procedure. During procedure, the physician connected the old right ventricle (rv) lead to the new device and observed that there was no pacing. The physician removed the rv lead and noticed that the device was sensing something and inhibited left ventricular pacing. The physician decided to attach the old rv lead to the old device. There were no patient consequence was reported.

Manufacturer narrative:
Correction: section d4: the serial number should be left blank since no product identifier was provided.